Event description:
An 18 gauge IV catheter was inserted by ems was removed by hospital staff from the right antecubital fossae and the catheter was noted to have broken off. An ultrasound demonstrated retained portion of the catheter in the right cephalic vein in the antecubital fossa. Patient underwent an exploration or the right antecubital fossa with removal of the retained catheter from the right cephalic vein on (B)(6) 2017.